Event description:
It was reported that during the implant procedure, the helix failed to deploy. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found, however blood noted on helix mechanism and helix mechanism (sleeve head); full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the shaft seal was out of position; blood observed in/on the helix mechanism; full lead analyzed.